Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was a thermally damaged battery board pca. Additionally, the bedside board had extensive contamination. The root cause for the thermal damage could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery sn (B)(4) has been completed. The reported problem (wont hold a charge) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The battery connector was contaminated and the f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger or battery.

Event description:
A us distributor returned a patient's battery charger and battery and reported that a patient's battery charger would not power on and that the battery would not hold a charge.